Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was unable to power on. Stryker determined that the cause of the reported issue was due to the internal hybrid layer capacitor (hlc) batteries on the analog pcb assembly. The hlc were depleted. The customer received a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further evaluation of the device, stryker observed that the device was unable to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.